Manufacturer narrative:
Model number/catalog number: sc-2218-70e, serial number: (B)(4), batch/lot number: 5064030, model/catalog description: linear st trial lead kit 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a lead pull a possibility of cerebrospinal fluid leakage was noted. The patient was treated with blood patch and was still experiencing severe headache and cerebrospinal fluid leakage. The patient was being worked up for possible infection. The physician suspected that lead was intrathecal during trial.